Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14017. The patient had two leads with the same lot number. It was reported the patient experienced severe muscle cramping during a permanent implant procedure. Intraoperative testing of the leads resulted in no stimulation. X-rays were taken and showed both leads were anterior. Multiple attempts to reposition the leads and reprogramming was unable to resolve the issue and caused muscle cramping and discomfort to the patient. Additional testing showed low impedances on all contacts of one of the leads. The physician removed both leads and the extension and aborted the implant procedure. The procedure was extended an additional 1-1.5 hours. The patient had no issues in recovery.

Manufacturer narrative:
Results: the complaint was not confirmed. The leads were returned clear and undamaged and passed all functional tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.